Manufacturer narrative:
Investigation summary: DHR: the non-conformances were reviewed for this batch and there was a record of non-conformance associated with this batch for this defect. The samples received as part of this complaint confirms plunger movement difficulty. The non-conformances were reviewed for this batch, and there was a record of non-conformance associated with this batch for this defect. There was an intermittent issue with the silicon hosing which was investigated and resolved at that time. All product associated with the defect was held for inspection, and any affected material was scrapped. Although, it is possible that the product related to this complaint may have been manufactured prior to detection or there may have been a limited occurrence of product which was produced outside the contained material. Conclusion(s): the hosing at the silicon station in fill room was investigated and issue resolved.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe the plunger rod does not go all the way down.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe the plunger rod does not go all the way down.